Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported air-in-line alarms occurred during a tpn infusion, but no air was seen in the IV tubing. If the device alarms constantly, the device will be exchanged for another.